Event description:
Complainant alleged that while attempting to defibrillate a pt with vital signs absent, the device was intermittently unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.